Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the damaged cover glass and bent outer tube can be attributed to improper handling, application of excessive force, impact to the distal end of the telescope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope "trueview ii", 2.7 mm, 30°, autoclavable displayed a broken tip. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.